Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 30 mg/dl with cognitive impairment associated with the time/date reset. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a time/date reset to default settings was unable to be confirmed in the black box. A manual time change was observed on (B)(6) 2015 from 01:40 to 13:40. The pump was exercised for 24 hours with the returned battery and cartridge caps. After 24hrs the battery was removed for 6hrs and when the battery was reinserted after 6hrs without power, the time and date reset to default setting. The total daily dose (tdd) history showed 2 records for (B)(6) 2015. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and the internal battery was leaking.